Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a customer complaint that the patient was treated by paramedics due an incident of low blood glucose. The reporter states that on the event date, at 7:30am her blood glucose was measured at 34 mg/dl, she called the paramedics. The paramedics administered glucose. The patient was stabilized on scene and not transported. The patient's family doctor believes that her pump settings may not be correct. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.